Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon experienced a dark image and a black halo around both eyes in the stereo viewer of the surgeon side console (ssc). With the assistance of the isi clinical sales representative (csr) onsite, and an isi technical support engineer (tse), the site checked their camera control unit (ccu), tried multiple scopes, reseated the camera head sterile adaptor, and re-performed the black and white balance. This slightly improved the image quality. The csr changed out the camera head and the image in the left eye of the stereo viewer became purple, however, this was corrected by replacing the camera head cable. The ccu settings were then set to "low" to increase the brightness. The image was acceptable by the surgical staff and they decided to continue with the procedure. The site later reported that the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the dark image and black halo issue experienced by the customer were due to a non approved refurbished illuminator lamp module located within the illuminator. The illuminator lamp module provides light, which is then delivered to the endoscope via a fiber optic, bifurcated light-guide cable and projected onto the surgical site. The system was repaired by replacing the refurbished illuminator lamp module. The fse instructed the site to replace the illuminator bulb with isi approved bulbs as the refurbished bulb outputs 150 lumens as opposed to the 1400 lumens output from an isi approved bulb. As of (B)(4), there have been no reported recurrences of the issue at this hospital.